Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for normal follow up, low pacing lead impedance, undersensing and noise were observed. The noise was not reproducible with provocative testing. The atrial lead was programmed to monitor only and patient will be monitored with routine follow up.